Event description:
A (B)(6) underwent nanoknife ire treatment to the chest wall on (B)(6) 2010. During the treatment, an event was reported. During the energy delivery, multiple high current conditions occurred. During the second pull back initial treatment, the pulse delivery was aborted and the inter-probe distances were re-measured to ensure adequate voltage. The high current resulted in plasma arching visible under surface of skin from one of the probe pairs. This resulted in an extended procedure time.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the high current conditions could not be ascertained. The documentation review showed no anomalies for the device. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).